Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) was presented with a code 1003 indicative of battery voltage too low for the projected remaining capacity and battery capacity (bcd) status. The battery of this device went from 1.5 years longevity remaining to bcd in a span of eight months. Device replacement was recommended, and product return was requested. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was presented with a code 1003 indicative of battery voltage too low for the projected remaining capacity and battery capacity (bcd) status. The battery of this device went from 1.5 years longevity remaining to bcd in a span of eight months. Device replacement was recommended, and product return was requested. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects reported.

Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) was presented with a code 1003 indicative of battery voltage too low for the projected remaining capacity and battery capacity (bcd) status. The battery of this device went from 1.5 years longevity remaining to bcd in a span of eight months. Device replacement was recommended, and product return was requested. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.